Manufacturer narrative:
Unit received with broken battery tube threads. Unit alarmed sensor end connecting to glucose sensor simulator due to faulty connector on motherboard. Unit received with minor scratches on lcd window, cracked case at display window corners, and belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a chip where the battery is screwed in. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.